Event description:
It was reported that there was a separation between the female connector (blue tip) and the main body (light blue) of the minicap transfer set. This was observed while disconnecting after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.